Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that after a bath, insulin pump went blank and had a loud noise after customer taking a bath. When customer removed battery, it was noted that there was fluid in battery compartment. Customer's blood glucose was 4.8 mmol/l. It was reported that battery cap was not damaged and o-rings remained in its place. Customer reported that there was a small crack on insulin pump casing. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assemblies. No alarms noted. Device was received with corroded motor home switch. Device was received with cracked case corner of the belt clip rails near the battery compartment and minor scratches on lcd.